Event description:
It is reported by patient's attorney that the patient underwent left hip replacement 2002. Post-op, the femoral stem was discovered to have fractured. As a result, the hip was revised in 2003.

Manufacturer narrative:
H3: no further engineering analysis could be done with available information. H6: no product or x-rays were returned for evaluation. Device history records indicate manufacture to specification.